Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/09/2015 with the following findings: the display screen visual was observed to be clear, legible, and fully functional: the reported issue was not duplicated. Moisture damage was observed behind the display lens. The pump failed a leak test due to a leak at the audio bolus button (abb); this device failure directly caused the moisture ingress event. The pump case was removed, and moisture damage was found on internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. Reportedly, the user could not read the display screen safely. In addition, it was reported that the user observed evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.